Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event description indicates "the detached needle was retrieved" could you please clarify if the needle fall into the patient? If yes, were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prosthetic anastomosis of ascending replacement procedure on (B)(6) 2022 and suture was used. The needle detached from the suture during suturing. The detached needle was retrieved. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4) date sent to the FDA: 11/23/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: during the surgery, after the needle came off, the wound was closed because the needle was inside the blood vessel and could not be removed. On the following day, reoperation was performed and the needle was removed. At the time of reoperation, the needle was removed by intravascular operation without thoracotomy. After that, there is no problem with the patient's condition. In event description indicates "the detached needle was retrieved" could you please clarify if the needle fall into the patient? Yes, the needle fell into the aorta. If yes, were x-rays taken to locate the needle? Detail is unknown, but it was confirmed that the dropped needle remained near the common iliac artery. Was there any patient consequence or injury? Needle remain and the next day from index procedure, it was removed. What is the patient¿s current health status and condition? No problem. Was any other tissue damaged as a result of searching the needle? No reported. What is the lot number? Unknown. Device return follow up. The needle won't be returned. During the ascending replacement the day before yesterday, during prosthetic and native anastomosis, the needle of the product came off the thread and fell into the aorta. It may have been caused by grasping the joint of the needle thread. The fallen needle was confirmed to remain near the common iliac artery, and the wound was closed that day. On the following day, the needle was retrieved through a snare via transcatheter. When the needle was retrieved, damage to the inner wall of the blood vessel was expected, but it seemed to fit well into the catheter and there was no problem. After that, the patient was not particularly affected. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name? (B)(4). Date sent to the FDA: 11/23/2022.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure:unknown. The diagnosis and indication for the index surgical procedure?:unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?:unknown. On what tissue was the suture used?:artificial vessel. What was the tissue condition (normal, thin, calcified, fragile, diseased)?:unknown. What instruments were used to grasp the needle?:unknown. Where was the needle grasped during use?:the connection part between the needle and the suture. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?:not reported. What is the physician¿s opinion as to the etiology of or contributing factors to this event?:since the surgeon grasped the connection part between the needle and the suture. What is the patient's current status?:no problem. Any device being returned?:no device will be returned. Surgeon¿s name? (B)(4).